Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 49 mg/dl. The customer treated low blood glucose with milk. The customer stated they can barely see because of low blood glucose level. The customer stated that she is attributing the low blood glucose level to the fact she did not eat. The customer also has a sinus infection. Troubleshooting was performed with the customer and the insulin pump passed all test. The reservoir also showed the same amount of insulin as seen on the status screen. The product was not returned for analysis.